Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had no image displayed. The issue occurred during preparation before use inspection for an unspecified procedure. The intended procedure was completed with another similar set of devices. There was no reported delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: g2 (health professional should be unmarked).additional information added to field h3, and h6.a review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and based on the results of the investigation, the customer's allegation related to image issue was confirmed. The issue could have occurred due to a problem with the image sensor unit or the video connector, which may have resulted in the subject event. However, the root cause could not be specified.the event can be detected and prevented by following the instructions for use:important information ¿ please read before use¦precautions: cautionturn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor.¦precautions for disappeared or frozen endoscopic image: warningfollow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination.3.8 inspection of the endoscopic system¦inspection of the endoscopic imageconfirm that the wli and nbi endoscopic images (except bf-mp290f) are normal.5.1 troubleshootingif any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿.if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿.also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿."olympus will continue to monitor field performance for this device.